Event description:
It was reported that an patient received an elective replacement indicator (eri). Implantable neurostimulator (ins) battery is at 2.5 5volts. Patient saw eri message late last spring. Patient was told ins would last 5-7 years. Stimulator had been implanted just over a year prior.

Manufacturer narrative:
Concomitant medical products: product ID: 64002, lot# n230038, implanted: (B)(6) 2010, product type: adapter. Product ID: 3387s-40, lot# v011138, implanted: (B)(6) 2006, product type: lead. Product ID: 748240, serial#: (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3387-40, lot# j0555643v, implanted: (B)(6)2006, product type: lead. Product ID: 748240, serial#: (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).